Event description:
The hospital respiratory director dispatched for service for an alleged ventilator malfunction which at the same time was being used on other patients after the incident. (B)(4).

Manufacturer narrative:
(B)(4).